Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: cordis case review (B)(4). History: this complaint involves a patient who had a trapease ivc filter implanted. As per clinical report, when the treating physician attempted to remove the filter, it was noted that the filter hook had perforated the vessel. Observation: two cd-roms are submitted for review. The first set of images is from initial implantation on (B)(6) 2011. From a jugular approach, an initial venogram reveals the ivc to be normal in caliber and there is no evidence of ivc thrombus. Inflow from the renal veins is well delineated bilaterally. Subsequent images show deployment of the filter. At the beginning of the deployment, the hook of the filter is seen at the level of the inferior endplate of l4. In its mid deployment, the sheath and partially deployed filter are retracted cranially for nearly an entire vertebral body length. At the end of the deployment, the filter springs back towards its original position with the hook at the level of the inferior endplate of l4. This deployment sequence is suspicious. It is likely the hook perforated the vessel wall during this sequence. Final images show complete deployment of the filter in the infrarenal ivc. On the 3rd cine file, a small focus of contrast can be seen at the level of the mid body of l4 seen best at the end of the acquisition. I cannot exclude caval perforation at this site. Alternatively, this could represent reflux into a small lumbar vein. The second cd contains images during attempted retrieval on (B)(6) 2011. On the initial image, access has been achieved via the right common femoral vein. Contrast injection shows no evidence of thrombus within the filter. There is a complex appearance to the cava near the hook of the opti filter. On lateral view, is noted that the filter has, indeed, perforated the ivc and the inferior cone and hook of the filter lie anterior to the ivc at the level of the level of the inferior endplate of l4. Small area of contrast posterior at this level is likely reflux into a lumbar vein and less likely an area of contained perforation. Ap view confirms the above findings. Impression: this complaint involves a patient who had an optease ivc filter implanted. On attempted removal, it was noted that the filter had perforated the ivc with the inferior cone and hook of the filter lying within the retroperitoneum anterior to the ivc. I believe that the complication involved in this case is technically/procedurally related. During deployment, when the body struts had achieved wall apposition, the sheath was moved cranially. This resulted in sheath and filter moving nearly the distance of an entire vertebral body. At the end of the deployment, the filter sprung back to its original position. It is most likely that at this point the hook of the filter perforated the ivc. No lateral view was performed at that time. On subsequent images performed upon attempted retrieval, the filter is in the exact same position and orientation as on initial placement. It is unlikely that the filter migrated out of the cava during the interim. I have no significant clinical history available today. Clinical history such as abdominal trauma or abdominal procedures are important factors to know. From the information provided, I cannot draw a definitive relationship between product malfunction and the clinical complication. I believe that the perforation occurred during the initial filter deployment. One non optease filter was received inside a plastic bag. No visual anomalies were found on the returned filter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. During analysis no anomalies were found on the returned unit (filter) that can be related to the adverse event reported by the customer. No corrective actions will be taken at this time since no anomalies were found.

Event description:
During attempted retrieval of the optease vena cava filter it was noted that the filter hook was perforating the vein. The patient gender and age were unknown. The indication for the inferior vena cava (ivc) filter insertion is unknown. On (B)(6), 2011 an optease (55cm optease for jugular delivery only) vena cava filter was placed in the target lesion via jugular vein. There was no thrombus at the delivery site. It is unknown if the size of the vena cava was measured or estimated. The filter was fully deployed below the renal veins. The vena cava was tortuous. The ivc showed a dorsispinal bend at the site of the filter placement. There was no mention of a filter tilt. It was verified under fluoroscopy that the filter or part of the filter was not in a side vessel. Twelve days after insertion, when angiography was conducted for filter retrieval, the filter hook was observed perforating the vein. The filter was scheduled to be retrieved by open abdominal surgery. The patient is currently in stable condition.